Manufacturer narrative:
The procedure date of ipg pocket revision should have been (B)(6) 2020 rather than (B)(6) 2020 as reported in the previous report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. As a result the ipg pocket site was moved from right buttock to left on (B)(6) 2020, resolving the issue.